Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose dropped to 42 mg/dl and a ambulance arrived to treat the patient. For treatment, the patient was given glucose, the pod was removed, manual injections given and advised to drink a sprite. The pod was worn between 4 and 24 hours on the arm. The patient reported having thyroid problems and arthritis. No further details to report.